Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a skin irritation under the lifevest. The irritation was described as itchy bumps all over his chest and shoulders. The patient was given a prescription from his physician. Follow-up indicated that the irritation was healing.